Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield ultra base unit (a2101) moved during surgery. There was no patient injury; however, there was increased surgery time of more than 30 minutes. Another device was used to complete the surgery.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the customer's statement was confirmed as valid after evaluating the device; the handle had been adjusted too tightly. The handle assembly's shock cushion is in its position in the casting, the golden handle is not bent, and the transfer link and cam link show no defect; therefore, no spare parts are needed for it. The 6-inch transitional member is from july 2017 and shows deep scratches on the bearing surface on its bottom, which is considered misuse. To resolve all the issues, the handle has been readjusted to close properly in compliance with the values specified by the manufacturer, and the unit's transitional member was replaced to prevent damaging and disrupting the function of the handle assembly and tested for proper function per manufacturers specification. Root cause ¿ the complaint is confirmed via inspection of the unit. The probable root cause is improper or rough handling of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.